Event description:
A hospital in (B)(6) reported that two rt266 infant dual-heated evaqua2 breathing circuits had a crack in the circuit connection and were leaking. This was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two complaint rt266 infant dual heated evaqua2 breathing circuits (1x lot 150202, manufactured on 2 february 2015; 1x lot not provided) were reported for a crack in the circuit connection; however two complaint rt265 infant dual heated evaqua2 breathing circuits (1x lot 141223, manufactured on 23 december 2014; 1x lot not provided) were returned to fisher & paykel healthcare in (B)(4). No rt266 circuit was returned. The returned breathing circuits were visually inspected and pressure tested for leak. The rt265 and rt266 circuits are both infant dual heated evaqua2 breathing circuits with the same functionality and same proximal cuff, therefore the failure mode would be the same in both circuit types. The difference between these two evaqua2 breathing circuits is that the rt265 circuit is a high flow circuit (> 4 l/min) and the rt266 circuit is a low flow circuit (0.3 - 4 l/min). Results: visual inspection revealed a crack along the length of the proximal connector on the expiratory limb of either circuit. There was no visible damage found to the tubing of both circuits. Pressure test revealed that the returned breathing circuits were out of specification. A lot check revealed no other complaint of this nature for lot 141223. Conclusion: the hospital staff confirmed that before handling circuits, the staff sanitise their hands with hand sanitizers. The hand sanitizer in question ((B)(4)) has 70% ethyl alcohol, which is harmful to all plastics and polymers. The cracking of the circuit connectors was most likely due to the connectors coming into contact with the hand sanitizer, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the observed cracking occurred after the subject device was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported that two rt266 infant dual-heated evaqua2 breathing circuits had a crack in the circuit connection and were leaking. This was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint devices for evaluation. Our investigation is in progress and we will provide a follow-up report upon completion of our investigation.